Manufacturer narrative:
Preliminary investigation performed by r and d product manager: the yellow dot popped off probably due to the friction between the anterior area of the rasp and the bone. A detailed analysis can be performed during the visual inspection.

Event description:
The surgeon was utilizing a trial rasp flush to prepare the disc space. During this time the yellow dot on the side of the trial rasp popped off while inside the patient. The surgeon was able to locate the yellow dot and remove it from the patient.

Manufacturer narrative:
Visual inspection performed on 27 march 2018 by (B)(4) product manager: the statement proposed during the preliminary investigation is confirmed by the visual inspection. The yellow dot popped off probably due to the friction with between the anterior area of the rasp and the bone or and hard surface. Batch review performed on 04 april 2018: lot 1550098: (B)(4). No anomalies found related to the issue. (B)(4).